Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.